Event description:
It was reported that the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap. A new cartridge was loaded to resolve the issue. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg.